Event description:
It was reported, to medtronic minimed. That the customer passed away, on unknown date of death. Cause of death was unknown. Other relevant history, including preexisting medical conditions. And it was found, that no contributing factors were identified. It was not known, if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows: mmt-1884. Mmt-1884 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted, 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024, 08:01:57.000; (B)(6) 2024, 08:11:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024, 05:04:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024, 08:12:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024, 08:17:17.000; (B)(6) 2024, 08:17:25.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was expected, since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected, since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected, since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1, pcba 2). Force sensor zero offset within specification (23.5. Mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve and the days prior to the event date, due to insufficient data in the trace/history files. The pump passed, all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the hw (pcba 1, pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.